Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
53 year-old female patient found unresponsive by paramedics. Brought to hospital, and ECMO therapy initiated as primary support device. Later in cath lab, impella cp implanted for ongoing cardiogenic shock. Upon arrival to ICU, oozing noted at access site, however transport noted forceful movements at groin during transport. Patient later expired on therapy. Impella to be conservatively coded to minor bleed and death, even though patient was also on ECMO, and oozing resolved with standard measures, and the death is unlikely related to the pump.

Event description:
Additional information indicates that the interventions to stop the bleeding are literally stated in the note you sent to me. I literally stated them out and the bleeding was resolved. "The bleed did resolve after repositioning of the patient, and re-dressing the site appropriately". The pump was requested for return, but was not kept by the staff. Thus, not available for return.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].